Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown restoris mck size 2 tibia was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and returned of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No additional information.

Event description:
Revised a right mck bicomp to a tka due to tibial component subsidence. Kept the original patella button.